Event description:
Event description boston scientific crm received information that upon interrogation this cardiac resynchronization therapy defibrillator (crt-d) displayed three fault codes and that the pacing impedances on this defibrillation lead and this transvenous pacing lead were out of range (high). Upon re-interrogation, the device exhibited a warning message that the device was operating in safety mode and following that the device could not no longer be interrogated. A technical service consultant recommended immediate device replacement.